Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the last patient follow-up that right ventricular pacing impedance was unstable. Additionally, the rv capture threshold was also reported as being high and unstable. This issue found during follow-up with no known patient complications or complaints.